Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood; full lead returned and analyzed.

Event description:
It was reported that during implant attempt, the physician had difficulty placing the lead. The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.